Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report having occasional hiccoughs related to pacemaker since implant. The patient stated this had not been discussed with the physician. The patient also stated feeling "twice as weak" since implant and has informed the physician of this issue. Based on follow-up, the patient was seen approximately six days prior to the patient's call. The physician will be contacting the patient for follow-up regarding this issue. The device remains in use. No further patient complications have been reported as a result of this event.